Event description:
Patient was receiving chemotherapy for cancer.nurse attempted to remove huber needle and was unable to get the needle to click - i.e. Activating the safety device. Nurse continued to pull up on the needle, and needle came out beyond rim of safety device. This exposed the nurse and patient to risk of needle stick.